Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in march 2009 and performed to specification up to the 24th april 2011. On the 1st may 2011 the device failed the weekly auto self-test due to a low battery. Multiple manual power ups of ten minutes duration were recorded in the device memory between the 15th-25th august 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.